Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the outer tubing overlay was breached, and there was blood in/on outer tubing overlay. It was determined that the damage was caused at explant.

Event description:
It was reported that during the implant procedure oversensing and apparent conductor failure occured in the 6947 lead and the md decided not to use the 4574 lead . The leads were not implanted. No patient complications were reported as a result of this event.